Manufacturer narrative:
One device was received for evaluation. Visual inspection found the disposable to be in used condition, missing the blue clip; however, no damage or discrepancies that could affect functionality were detected. To conduct functional testing the disposable was tested for leaks using dyed water. It was observed that the disposable leaked from the filter's air outlet, confirming the reported problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. D3, g1,g2 email is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that the tubing was leaking at the filter. No patient injury was reported.